Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as narrow distal aorta 22 mm in diameter. It was reported that during the implantation of the stent graft the iliac limbs were competing for the narrow space in the distal aorta. The physician elected to perform aggressive modelling bilaterally with kissing balloons. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).